Event description:
Same case as MDR ID: 2134265-2015-01919. It was reported that catheter entrapment occurred. After a 3.5 x 5.5 filterwire ez embolic protection was selected and advanced to the lesion, an nc quantum apex balloon catheter was selected for dilation; however, the balloon catheter was stuck on the wire section of the filterwire. No patient complications reported.

Manufacturer narrative:
(B)(6). Updated upn from unk523 to h749390711900. Updated device lot number from batch unknown to 17262894. Updated device expiration date from unknown to 09/07/2016. Updated device manufactured date from unknown to 09/08/2014. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01919. It was reported that catheter entrapment occurred. After a 3.5 x 5.5 filterwire ez embolic protection was selected and advanced to the lesion, an nc quantum apex balloon catheter was selected for dilation; however, the balloon catheter was stuck on the wire section of the filterwire. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with its original box and the unit returned has the wire kinked. Visual inspection of the device observed that the body was kinked along the wire, and wire was found exposed through sheath slit. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01919. It was reported that catheter entrapment occurred. After a 3.5 x 5.5 filterwire ez embolic protection was selected and advanced to the lesion, an nc quantum apex balloon catheter was selected for dilation; however, the balloon catheter was stuck on the wire section of the filterwire. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).